Manufacturer narrative:
Continuation of medical devices: 5076-58 lead, implanted (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had been told "one of the wires is missing" after their device was checked in the clinic. Both the right atrial (ra) lead and the right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.